Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the outer cord was torn apart and the wires were exposed. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and or error by the hose coming into contact with a sharp object. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to surgery it was discovered that the motor device had a rip on the cord. During in-house engineering evaluation, it was observed that the outer cord was completely torn apart and wires were exposed. There were no delays to the planned surgical procedure. A spare identical device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was not provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.